Manufacturer narrative:
Date of event/therapy date was sometime in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak as a result of a loose connection between the transfer set and the homechoice cassette during peritoneal dialysis therapy on the homechoice device. The nurse explained how the homechoice device functioned and detected air. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The hospital contact confirmed the patient felt that the ¿leak¿ was at the transfer set connection to the patient line of the homechoice cassette. The transfer set was changed and the patient has not seen ¿leaks¿ from subsequent transfer sets. There was no issue with the homechoice cassette. Should additional relevant information become available, a supplemental report will be submitted.